Manufacturer narrative:
(B)(4). Service engineer inspected the device and the o2 sensor assembly was replaced. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator failed the oxygen (o2) calibration. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4). After review of complaint the customer information was corrected to better reflect the provided information.